Event description:
Incident as reported: laparoscopic cholecystectomy - "post case surgical complications with patient re-admitted 3 days later with cystic duct complications." Patient status: stable. Type of intervention: ercp with stent - 3 days post case.

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report will be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.